Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of a damaged balseal on the larger post. It should be noted all balseals are on the device. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. Although a definitive root cause is unknown, the root cause is suspected misuse. Based on suspected misuse as the root cause, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The coil on the bottom of the attune tibial trial is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.